Manufacturer narrative:
Additional information was received which indicated that the aortic dissection was reported on transesophageal echocardiogram (tee) after the pre-valve implant balloon aortic valvuloplasty (bav), before the valve was deployed. Per the physician, it was unlikely that the delivery catheter system (dcs) contributed to the dissection as it was noted following the pre-implant bav, prior to dcs insertion. The suspected rupture was unable to be confirmed. The patient was up sitting in a chair and suddenly coded. Prior to coding, the patient had no complaints. A limited echocardiogram was performed which revealed an ejection fraction less than 20% and a large circumferential pericardial effusion. An emergent percutaneous pericardiocentesis was done. Cardiopulmonary resuscitation (CPR) was in progress for the pericardial effusion and probably acute hemorrhage. The patient was reported to have had pulsatile flow with CPR but remained asystolic and resuscitative efforts were unsuccessful and ultimately terminated. Per the physician, the cause of death was cardiac related, probably rupture. It was reported that the ejection fraction post procedure while the patient was still in the operating room was approximately 60% to 65%. The type a dissection was stabilized by utilizing an endovascular device. An autopsy was not performed. Updated b.5 - description of event updated d - suspect medical device updated h.6 - patient codes, eval method code; 4115 applies to the discarded dcs, and removed 4114. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that it was difficult to cross the aortic valve. Difficulties advancing the delivery catheter system (dcs) through the aortic valve is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient anatomy was reported to be severely calcified with a dilated ascending aorta and a sievers type 1 bicuspid valve with fusion of the right coronary cusp (rcc) and left coronary cusp (lcc). This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. After the valve was deployed, an aortic dissection was noted. The aortic dissection was reported on transesophageal echocardiogram (tee) after the pre-valve implant balloon aortic valvuloplasty (bav), before the valve was deployed. A stent graft was implanted but flow remained in the dissection. The patient was extubated. It was reported that one day post-implant, the patient suddenly coded and died. The cause of death was not received but a rupture was suspected. The suspected rupture was unable to be confirmed. Cardiovascular injuries, such as bleeding, rupture, dissection, and patient death, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, it was unlikely that the delivery catheter system (dcs) contributed to the dissection as it was noted following the pre-implant bav, prior to dcs insertion. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Complaints for this event type are reviewed and no further action is recommended at this time.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was difficult to cross the aortic valve. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. After the valve was deployed, an aortic dissection was noted. A stent graft was implanted but flow remained in the dissection. The patient was extubated. It was reported that one day post-implant, the patient suddenly coded and died. The cause of death was not received but a rupture was suspected. It is unknown whether an autopsy was performed. The patient anatomy was reported to be severely calcified with a dilated ascending aorta and a sievers type 1 bicuspid valve with fusion of the right coronary cusp (rcc) and left coronary cusp (lcc).